Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4-l5 due to degenerative disc disease. Intra-op, the spacer broke. No any fragments of the implant remaining in the patient body. There were no any complications associated with patient due to this event.